Manufacturer narrative:
(B)(4). The reported premature battery depletion was not confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. A sharp drop in the monthly battery voltage trend was observed and found to have been caused by a high volume of hv charges in a short period of time. The hv charges were triggered by noise sensed on the v-channel. The device was tested on the bench and no anomalies were found. The cause of the noise could not be determined.

Event description:
It was reported that premature battery depletion was suspected. The device was explanted and replaced. The patient was stable.